Event description:
Same case as MDR ID: 2134265-2014-01760. (B)(4). It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the subject presented due to unstable angina and was referred for cardiac catheterization. The index procedure was then performed. Target lesion #1 was an in-stent restenotic lesion of unknown drug-eluting stent (des) located in the mid left anterior descending (lad) artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.6 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 20 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was an in-stent restenotic lesion of unknown des located in the distal lad with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.3 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25mm x 20mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was an in-stent restenotic ostial lesion of unknown des located in the third obtuse marginal with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.6 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.25mm x 16mm ion us coa stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was presented with symptoms of sharp and dull chest pain and was subsequently diagnosed with angina and was hospitalized on the same day. Subsequently, the 70% focal restenosis of the previously placed study stent in the distal lad was treated with placement of an 2.25 x 16 mm promus premier des. Following post dilatation, residual stenosis was 0%. Also, the 70% restenosis of the previously placed study stent in the mid lad was treated with placement of 2.25 x 20 mm promus element des. Following post dilatation, residual stenosis was 0%. The following day, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).